Event description:
It was reported that the atrial lead exhibited intermittent capture and sensing. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field events of loss of sensing and capture were unable to be confirmed in the laboratory due to the condition of the lead. The damage to the lead is consistent with that occurring at explant.